Manufacturer narrative:
The insulin pump passed the displacement test, reset error test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm test. All operating currents were within specification. An alarm was noted during the self test due to a faulty component on the radio frequency circuit board. The functional testing could not be completed due to this alarm. After component replacement, the insulin pump was tested with no alarm. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, cracked case at the display window corner and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed failed radio frequency multiple times. The customer's blood glucose reading was 168 mg/dl at the time of incident. Troubleshooting found that the alarm could not be cleared. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.